Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 403 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The mother was assisted with checking the bolus settings and rewinding the insulin pump. The customer declined to finish troubleshooting the issue. The customer did not return the product back for analysis.